Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to remove 2 of the plungers from her reservoirs after filling. Customer stated that they did not have any problems with other reservoirs form the box. Customer was advised to try removing them first before filling to avoid wasting insulin. Customer's blood glucose was 13 mmol/l. Insulin pump is being replaced for a loose drive support cap and replacements for the reservoirs were offered to the customer.